Event description:
Event description boston scientific received information that during an elective device replacement procedure, this implantable cardioverter defibrillator (ICD) was connected to the chronic defibrillation lead and tested; lead measurements were acceptable. During defibrillation threshold (dft) testing, a loud popping sound was noted during shock delivery and the induced arrhythmia was not converted. Lead damage was suspected on x-ray, therefore, a new defibrillation lead was implanted. The device was reconnected to the new defibrillation lead, but exhibited out-of-range impedance measurements, despite troubleshooting. Another ICD was then attached to the new lead and testing produced acceptable lead measurements. The chronic defibrillation lead was abandoned and replaced and the ICD was returned for laboratory evaluation.